Event description:
A customer reported that the insulin gauge on their pump displayed a different amount than expected, with a discrepancy of over 30 units from the expected 230 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support advised them to call back for troubleshooting if the problem recurs.